Manufacturer narrative:
The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to a pump issue. During the procedure, all components were explanted, and the pump was examined but it seemed to be functioning as expected. The physician suspected there was a perforation; therefore, they scoped the patient, and a urethral erosion/perforation was confirmed. The procedure was stopped, and the patient was left to heal before placing another aus. The physician believes the cuff may be a size too small and the erosion is suspected to be caused by the radiation treatment previously received. No further patient complications were reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to a pump issue. During the procedure, all components were explanted, and the pump was examined but it seemed to be functioning as expected. The physician suspected there was a perforation; therefore, they scoped the patient, and a urethral erosion/perforation was confirmed. The procedure was stopped, and the patient was left to heal before placing another aus. The physician believes the cuff may be a size too small and the erosion is suspected to be caused by the radiation treatment previously received. On a follow up surgery, a new aus system was implanted. No further patient complications were reported.

Manufacturer narrative:
The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.